Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was determined but it was unknown if it was device related or if reprogramming was needed. It was confirmed that a lead revision was performed. It was unknown if the loss of stimulation from the patient's implantable neurostimulator (ins) was sudden or gradual in nature. The patient was reported as recovered without permanent impairment and that the ins system was working well on their right side. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a successful trial period, but after implant, the patient was complaining of a new pain in her buttock area about 1 year ago. It was reported that a revision was done to one of the leads, and it was reported that it solved the buttock pain.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).